Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a no delivery alarm. The customer stated that he changed the infusion set 4 times and the reservoir 2 times, but each time he primed no insulin would come out. The customer's blood glucose level was 500 mg/dl. The customer treated with manual injections. The customer stated the alarm was resolved by a complete set change. The customer stated he was driving and could not complete troubleshooting. Nothing was replaced or returned for analysis.